Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on unknown date. The leakage was in the connector. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6006114 have already been previously tested for visual inspection and additionally for flow and leak in the database 1957182 on 06/mar/2025. All test results were within specifications as per the test report database (B)(4) test report. Device history record (DHR) review: the lot 6004936 was manufactured according to the work instruction (wi) version 66 manufactured in the line #6, on 17/jan/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4a01530 was manufactured according to the wi version 64 manufactured in the machine sc02, on 15/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 17-jun-2025 against malfunction code 2 leakage from connection between the tubing connector and the infusion set and lot 6006114 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.